Event description:
It was reported that during the procedure in the mildly tortuous, heavily calcified, right coronary artery via radial approach, pre-dilatation was performed using a 3.0x30 rx trek balloon. During deflation of the balloon, negative pressure was applied; however, contrast was not coming back into the non-abbott inflation device. It could not be determined if the deflation issue was due to the inflation device or the balloon. Reportedly, the physician pulled the balloon too quickly into the non-abbott guiding catheter using force. Subsequently, the dilatation catheter separated at the guide wire exit notch. All devices were withdrawn from the anatomy. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek instructions for use states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no indication of a product deficiency.